Event description:
The device was used during an unspecified procedure. Reportedly the active blade was broken and disengaged into the patient's cavity. The surgeon was able to retrieve the component. No patient injury.